Event description:
A (B)(6) distributor returned a monitor indicated that a service code 204 was displayed. Upon return, the monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (code 204/won't power on) is being investigated. As received, the monitor would not power on. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiences.